Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the ratcheting mechanism of the torque handle broke during a surgical procedure.

Manufacturer narrative:
Additional information: ethnicity, method, results, and conclusions - the returned handle was evaluated. Visual inspection found that the quick connect portion has detached from the rest of the handle, which was not previously reported. Functional testing found that the handle was able to torque and ratchet appropriately with no issues. The reported failure of torquing / ratcheting malfunction could not be confirmed. No information was provided by the reporter indicating that the device quick connect feature has broken off. As such, the cause of fracture cannot be conclusively determined.

Event description:
It was reported that the torque mechanism of a torque limiting handle did not feel right during surgery. However, the handle was used to complete the procedure without reported patient impacts.